Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette sample into well position 1 and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.